Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an issue with the buttons on the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: there was no damage to the keypad. The contrast button had an intermittent response and the rest of the buttons responded properly. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.